Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that the cartridge o-ring was missing. And the customer confirmed, the o-ring was located on the pneumatic tap. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.